Event description:
Kit has been consistently -3 cases- containing a very, very, dull short needle. Needle is different than in previous lots of same product. This needle is too dull to use. This is the 2nd medwatch concerning the needles contained in this catheterization kit. All of the kits containing the dull needle are from the same lot number.